Event description:
Impella device placed on (B)(6) 2021. On (B)(6), impella signal having negative spikes. On (B)(6)impella not functioning no waveform on r sided impella, provider spoke with manufacturer. Possible thrombus/clots. Device removed. FDA safety report ID# (B)(4).